Event description:
Analysis of the returned handheld and software flashcard was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld would intermittently become unresponsive to prompts. A hard reset was performed; however, did not correct the issue. The battery was removed and the flash card was reseated and the screen would still not advance. A replacement tablet was provided to the physician and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.